Event description:
On (B)(6) 2013, this patient was implanted with three gore tag thoracic endoprostheses to treat a chronic dissection with a thoracic aneurysm component. It was reported that during the procedure the physician deployed the device proximal to where he intended the device to land. The device was deployed and partially covered the left subclavian artery. In addition there was also lack of circumferential device apposition to the aortic wall reported. The physician attempted to pull the ctag device distal from the landed position, but the device would not move. He then chose to take a wait and watch approach due to the final angiogram showing some blood profusion to the left subclavian artery.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info for this form were made by gore.